Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, regarding a patient's neurostimulator (ins) that was implanted for malignant pain. It was reported that the stimulator does not work. Caller also said the patient mentioned "something about a fire" and this led caller to think that the patient's programmer may have been damaged but this could not be confirmed. No symptoms were reported. The event date was unknown. Patient stopped seeing their hcp in (B)(6). No further complications were reported/anticipated.